Event description:
The patient tested pt's blood glucose on the suspect device and it was 70mg/dl. Pt took insulin and ate breakfast at 6:30am. At 12pm, pt was sweating and feeling hypoglycemic. Pt tested pt's blood glucose on the suspect device and it was 132 mg/dl. Pt called the paramedics and they tested pt's blood glucose on their device and it was 19 mg/dl, 20 minutes later. Pt was given an IV with glucose and taken to the hospital.